Event description:
The customer's family member called to report that the customer was hospitalized for low bgs. It was stated that the customer had dka and was vomiting. The customer's mother confirmed that all the setting were correct. The customer had the set inserted in their abdomen and their bgs would not lower even after patient had bolused with the pump. Then the customer tried treating with manual injection in the upper leg and bg did go down. Instructed to check the site before the insertion and to try a new vial of insulin. The testing could not be performed due to lack of supplies. The family member had mentioned that the customer had a cat scan with the pump connected about several days ago. Also customer's family member indicated that they had some problems with the tape not sticking.